Event description:
Hamilton company was informed in 2004 of an event in which the hamilton microlab at +2 instrument reportedly did not pipette sufficient sample in a well. No death or injury resulted from this event.